Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3.

Event description:
Healthcare professional reported "exchange from textured to smooth due to concern with the product". Later "capsular contracture grade 3". This report is for the left side. The device has been explanted.

Event description:
Healthcare professional reported "exchange from textured to smooth due to concern with the product". Later "capsular contracture grade 3". This report is for the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe. ¿ capsular contracture: unable to observe. As per the investigation procedure, creases, wear abrasion and opening were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.